Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pe noted prior to the procedure and the septum was noted to be very thick. Venous access was obtained and a non-boston scientific (bsc) transseptal device was selected for use. The physician experienced great difficulty crossing the septum and had to rewire to the superior vena cava (svc) six (6) separate times. Tenting of the septum was unable to be visualized on tee during attempts. The non-bsc transseptal device crossed the septum for transseptal puncture (tsp) in an unknown location but optimal position. The left atrium (la) was cannulated with a pigtail catheter and guidewire and a double curve watchman fxd access system was advanced (was). A 27mm watchman flx pro closure device and delivery system (wd) was advanced and positioned at the laa then subsequently deployed using an unsheathing method in one attempt. After release criteria was met, the wd was implanted. A pericardial sweep on tee was performed and it was negative for a pe. The procedure was concluded. One hour and 29 minutes post index procedure during the patients stay in the post anesthesia care unit (pacu), vital sign changes were noted, and a circumferential pe was noted on transthoracic echocardiogram (tte) imaging. A pericardiocentesis was performed and 150cc of dark blood, venous in appearance, was removed. The patient was admitted to the hospital overnight for observation and was discharged. In the physician's opinion, the pe was caused during the difficult tsp portion of the procedure due to the non-bsc transseptal device. It was further reported that the patient also experienced cardiac tamponade as a result of the pe event.

Manufacturer narrative:
B5: information added. H6 patient code added: cardiac tamponade.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pe noted prior to the procedure and the septum was noted to be very thick. Venous access was obtained and a non-boston scientific (bsc) transseptal device was selected for use. The physician experienced great difficulty crossing the septum and had to rewire to the superior vena cava (svc) six (6) separate times. Tenting of the septum was unable to be visualized on tee during attempts. The non-bsc transseptal device crossed the septum for transseptal puncture (tsp) in an unknown location but optimal position. The left atrium (la) was cannulated with a pigtail catheter and guidewire and a double curve watchman fxd access system was advanced (was). A 27mm watchman flx pro closure device and delivery system (wd) was advanced and positioned at the laa then subsequently deployed using an unsheathing method in one attempt. After release criteria was met, the wd was implanted. A pericardial sweep on tee was performed and it was negative for a pe. The procedure was concluded. One hour and 29 minutes post index procedure during the patients stay in the post anesthesia care unit (pacu), vital sign changes were noted, and a circumferential pe was noted on transthoracic echocardiogram (tte) imaging. A pericardiocentesis was performed and 150cc of dark blood, venous in appearance, was removed. The patient was admitted to the hospital overnight for observation and was discharged. In the physician's opinion, the pe was caused during the difficult tsp portion of the procedure due to the non-bsc transseptal device.